Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient had blood glucose (bg) reading of 411 mg/dl with extreme thirst, excess urination and drowsiness. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. The reporter alleged that the cartridge cap was damaged with stripped threads. It was reported that there was no damage to the pump and there was no evidence of moisture or corrosion in the pump. The reporter acknowledged that the cap was over 6 months old and was out of warranty. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that the customer was using a cartridge cap that was out of warranty.

Manufacturer narrative:
The cartridge cap has not been requested for return to animas. If the cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.